Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b7, e1, g3, g6, h2, h11.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4) d10. G7 vit e neutral lnr 36mm d item# 30103604 lot# 67403050. Z1 std col cmtless sz 1 item# 611201010 lot# zb2500929. G7 osseoti 3 hole shell 50mm d item# 110010243 lot# 67363267. Bone screw self-tapping 6.5 mm dia. 20 mm length item# 00625006520 lot# j7959844. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, at a follow-up two weeks later, noted slow wound healing and was prescribed an antibiotic. At the next follow-up one month later, it was resolved and all implants remain in place without complication. Due diligence is in process and no further information on the reported event has been provided.